Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9308214. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-11-13. Medical device lot #: 9308866. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-11-07." (B)(6). Investigation summary: three photos were provided for evaluation. They all show a syringe barrel with rubbing mark. A potential root cause can be attributed to the syringe assembly process. It may have happened that a jam occurred and the syringes were rubbing each other causing the marks shown in the photos. A rubmark is likely caused by a barrel or plunger rod getting caught in the assembly machinery and making contact with syringes as they are being processed. This is the 1st complaint for lot #s 9308214 & 9308866 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that prior to use the syringes were discovered to be damaged with a bd syringe 30ml ll tip conv pak. The following information was provided by the initial reporter: it was reported that syringes have scratches on them.